Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The target lesion was located in a severely calcified and severely tortuous left anterior descending artery. A promus element, mr, 2.75x24mm stent delivery system could not cross the lesion. The device was removed then noticed that the edge of the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluation by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).